Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that experienced high blood glucose level. Customer blood glucose level was 423 mg/dl. Customer was using auto mode feature. Customer was treated with manual injection. Customer also stated that the insulin pump had blank display. Trouble shooting was performed for blank display and display returned after insulin pump restart. The insulin pump will not be returned for analysis.